Manufacturer narrative:
The product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported during intraocular lens (iol) implant procedure, issues with cracks and broken haptics near the leading haptic were observed. It was specified that the issue did not involve trailing haptic. Additional information has been requested but is not available at the time of this report.